Manufacturer narrative:
(B)(4). Date sent 2/27/2025 d4 batch #827c78 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged and the anvil was removed with difficulty. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 827c78, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ecs25a lot number c9df85 and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, opened the package and noted the metal part of cartridge was deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.